Manufacturer narrative:
The reported complaint of the autopulse platform (sn 34571) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to a defective load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in december 2018 and is almost 6 years old. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The malfunctioning load cell# 2 was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 34571. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn 34571) was used in an attempt to resuscitate a patient in cardiac arrest. The customer reported that the autopulse platform malfunctioned, freezing during the call and displaying user advisory 07 (discrepancy between load 1 and load 2 too large). The patient passed away. No additional details about the cardiac arrest event were provided, and the customer did not clarify the connection between the patient's death and the alleged device malfunction. Zoll's medical safety assessment (msa) team evaluated the incident and concluded that the death was not related to the autopulse device. The customer noted that the autopulse platform consistently shows ua07 advisory message each time it is powered up.